Event description:
It was determined the infection and high impedance should not have been captured and submitted together on MFR. Report # 1644487-2021-01226. MFR. Report # 1644487-2021-01259 was created to house the infection. The reported infection was timely reported in MFR. Report # 1644487-2021-01226 and later transferred to in MFR. Report # 1644487-2021-01259.

Manufacturer narrative:
Date received by manufacturer - correction aware date should have been 9/7/2021 for initial MDR

Event description:
The explanted devices were discarded. No additional relevant information has been received. MFR. Report # 1644487-2021-01226 will capture the high impedance on the suspect lead. MFR. Report # 1644487-2021-01259 will capture the infection on the suspect generator.

Event description:
It was reported the patient recently developed an infection. Patient had been programmed off for an MRI and when reprogramming the generator back on, high impedance was observed. The neck wound was found to show clear symptoms of infection. White in the center indicating puss formation, red and warm. The generator pocket showed less redness and signs of fluid collection under skin. Patient was scheduled for device explant and cleaning of the infected sites. Per the provider, the patient was implanted in may and no issues with the devices or patient procedure occurred at the time. It was confirmed the infection was due to external factors, not due to vns. The high impedance observed was noted to be due to the infection at the neck site. The patient had explant surgery performed. As it has not been confirmed no lead issue has occurred, the high impedance can not definitively be confirmed to be due to the infection. Product attempts will be made. No additional relevant information has been received to date. MFR. Report # 1644487-2021-01226 will capture the high impedance on the suspect lead. Will capture the infection on the suspect generator.